Event description:
Procedure type: lap tep. According to the rptr: a small metallic part fell from the device onto the abdomen, there was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.